Event description:
It was reported that the pt's device displayed elective replacement indicator (eri) and end-of-service/end-of-life messages after 3 weeks post-implantation. The pt had 4 programs and the leads were for thoracic pain. Further info was requested.

Manufacturer narrative:
(B) (4).